Manufacturer narrative:
The device has been returned to an olympus service center for evaluation. The following medwatch reports are similar events and related: (B)(6). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to an olympus sales representative that the forceps/irrigation plug (subject device) was broken. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no further information was available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation and the legal manufacturer¿s final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The forceps/irrigation plug was cracked around the luer port. The fracture surface indicated progression of solvent cracks. A definitive root cause was not identified. Based on the results of the investigation, the most likely cause of the crack is due to chemical stress. Since a similar case was not confirmed, the event may have been related to reprocessing steps at the user facility. Olympus will continue to monitor field performance of this device.